Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: endometrial cavity"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2015, 9 years 8 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, device expulsion, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received. Events per pfs: malposition of essure device location of device: endometrial cavity and stomach pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
A spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: endometrial cavity"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included contraception (condoms). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included epigastric pain, nausea, constipation and gastroesophageal reflux. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 9 years 8 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain and abdominal pain upper had not resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, device expulsion, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received. Reporter information was added. Added event she did not undergo an essure confirmation test. Updated outcome of events. Incident- at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: endometrial cavity"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included contraception (condoms). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included epigastric pain, nausea, constipation and gastroesophageal reflux. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2015, 9 years 8 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, device expulsion, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: endometrial cavity/ migration'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 35-year-old female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included contraception (condoms). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included epigastric pain, nausea, constipation and gastroesophageal reflux. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain upper ("stomach pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), psychological trauma ("psychological injuries") and vaginal infection ("vaginal infection"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain and abdominal pain upper had not resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, psychological trauma and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal infection and vulvovaginal pain to be related to essure (ess205). The reporter commented: patient received treatment for- pelvic pain, abdominal pain, general abnormal bleeding , menorrhagia, psych injury, migration and vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received- new events menorrhagia(heavy menstrual bleeding), vaginal infection and psychological injuries were added. Reporter demography added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: endometrial cavity"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included contraception (condoms). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included epigastric pain, nausea, constipation and gastroesophageal reflux. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2015, 9 years 8 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, device expulsion, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 23-oct-2018: medical records received. New reporters, patient demographic information, patient concomitant condition and essure lot number were added. Case became medically confirmed. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and muscle spasms ("severe cramping"). The patient was treated with surgery (surgeries to remove one or more of the essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and muscle spasms outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, muscle spasms, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.